Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by cts to reset the pump, which resolved the malfunction without recurrence. Customer was advised to continue using the pump and to call back if the issue arises again.